Event description:
It was reported that the surgeon's depth to seat numbers were increasing when thy impacted the cup deeper as opposed to decreasing. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the surgeon's depth to seat numbers were increasing when thy impacted the cup deeper as opposed to decreasing. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required.